Manufacturer narrative:
Device was received with a scratched case and a cracked keypad overlay. The test reservoir does lock properly inside the reservoir tube. Device powered up properly after battery installation. No blank display noted. Device passed the displacement test, sleep current measurement, active current measurement and self test. The power management tool confirmed the unloaded voltage and loaded voltage was within spec range. Device was monitored for several days and no unexpected powering off or blank display noted. Also, no unexpected low battery life or low battery alert noted during testing or in the device trace download. All buttons functioning properly. No damage in the keypad assembly and the keypad connector on electrical board was locked properly during visual inspection. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display, buttons not responsive and received low battery alarm. Customer stated that insert battery alarm was not displayed on insulin pump screen. Customer stated that contacts on battery cap was not missing or damaged. Customer stated that display was not return after insulin pump restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.